Event description:
Customer is concerned that the alarms were not triggered promptly when the babys saturation level dropped significantly.

Manufacturer narrative:
H.6:a hosp tech and two philips field service engineers (fse's), tested the module with a simulator and were unable to reproduce the reported event.